Event description:
It was reported that when the device was pulled for the case there was a piece of the packaging that did not seal; it was open. The devices in the box from that lot were checked and were fine.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the prw35 open package was visually inspected. Adhesive transfer was present on entire circumference of the blister flange indicating that the package had been sealed previously so the complaint event is not confirmed. The tyvek lid was viewed under ultraviolet black) light which shows the contrast where the adhesive is transferred from the tyvek onto the blister flange during sealing. The sample was sealed at the packaging process. Packages are not opened during packaging process unless they are first returned to the loading station. Opened packages are never allowed in the packing area. For these reasons, it is suspected that the package was opened external to the packaging facility. Complaint event is not confirmed. Lot history records for m4h74k, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.